Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad button was unresponsive. Customer stated they had to hit keys several times for them to respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow and down arrow allows them to navigate screens. No harm was required during medical intervention. The insulin pump will be returned for analysis.